Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had crack in screen that makes it more difficult to read information on screen. Customer¿s blood glucose was unknown. Customer was assisted with troubleshooting. Customer stated that the insulin pump definitely changing batteries more frequently than used to and insulin pump had rejected new batteries. The device will not be returned for analysis.